Manufacturer narrative:
The incident appears to have been a result of an isolated assembly error where a set screw was not completely installed. Review of the complaint database shows no similar incidents that have been reported to imris.

Event description:
The incident occurred when the MRI tech at (B)(6) was opening the manual clutch hatch to take pictures in order to assist with the repair of the latch on the hatch. A loose hex set screw fell from the top of the hatch. The screw is made from ferrous material and was drawn into the bore of the magnet without contacting anyone. There was no patient on the table and no case being conducted at the time. No injuries were reported. The screw came to rest on the side of the bore and the technologist was able to manually remove the screw. Imris customer service field engineering investigated the incident. It was observed that one of the 3/16" hex set screws was missing from its socket located in the bushing taper lock (part of the main drive shaft assembly). The field engineer re-installed the set screw and also re-inspected the drive system sub-assemblies to ensure all components were secure and posed no threat of becoming dislodged. It was determined that the set screw most likely had originally been installed incorrectly. This was the first skyra system imris had ever manufactured. At the time of installation, subassemblies of the skyra system were built and installed on site at dartmouth as opposed to the production environment at imris. This incident appears to be a one-off and the result of an isolated assembly error.